Manufacturer narrative:
(B)(4). The sample was discarded and is not available for analysis. The lot number of the sample is unknown. Samples were pulled from stock and were tested. Visual inspection confirmed there were no dents or damage on the main stem of the tubing. Leak testing was conducted and air was passed through the tubing. No leaks were detected. All samples performed as intended. Without the sample, no conclusion can be drawn regarding the cause of the reported complaint. Attempts are being made to collect additional information associated to the circumstances of this report. Information has been added to the database for trending purposes.

Event description:
The customer reported that a patient had invasive head and neck surgery and required invasive mechanical ventilation but the tube presented a leak during use with the ventilator. The doctor noted that the tube was removed and damage in the cuff was observed. No additional information was provided regarding a replacement of the tube however; the tube was discarded.